Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated prior to implant. Due to the low outside tem peratures, the battery indicator was grey. The device was interrogated again two days after and one week after the initial measurement. The battery indicator remained grey. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Received device in unopened original shipping package.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.